Event description:
It was reported that a revision case that occurred today at (B)(6) (B)(6)2023). This is the same 82 year old female patient and same joint that was revised last tuesday (B)(6)2023) and reported (B)(4). The patient had to be re revised today as the right shoulder had dislocated. The surgeon removed the 38 +9mm standard pe cup which he had inserted last week (B)(6)2023). He also removed the glenosphere size 38mm ref (B)(4), lot 5318366 exp 05/2023 which was inserted at the primary surgery 5 years ago. Today (B)(6)2023) he inserted a +9mm spacer and a 42+6 pe standard cup with a 42mm standard gelnosphere and was happy with the outcome. Implants retained by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.